Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, while advancing the 5f mynx control vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and attempting to advance it again, however, the resistance persisted. Eventually, the user decided to remove the device. The procedure was completed using another unknown mynx device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The user is mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The sheath was flushed prior to use and flush was maintained. The device will be returned for analysis. Addendum: product analysis demonstrates that the sealant was found exposed from the sealant sleeves.

Manufacturer narrative:
As reported, while advancing the 5f mynx control vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and attempting to advance it again; however, the resistance persisted. Eventually, the user decided to remove the device. The procedure was completed using another unknown mynx device. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The user was mynx certified. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was mild vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath was flushed prior to use and flush was maintained. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe and the procedural sheath were not returned for evaluation. The stopcock was observed in the open position, and the balloon was found not fully deflated. Additionally, sealant was found exposed to blood and exposed from the sealant sleeves, which were observed to have been frayed/split/torn as received. Per functional analysis, an insertion/withdrawal test could not be performed on the returned device due to the frayed/split/torn sealant sleeve assembly condition. Also, since the involved procedure sheath was not returned, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. However, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2 and the balloon was fully retracted into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, upon high magnification visual inspection, it was noted that the sealant was exposed from the sealant sleeves, and the sleeves appeared frayed/split/torn upon receipt. The reported event of ¿mynx control system-impeded¿ was confirmed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath, and/or incorrect insertion angle), access site factors (there was mild tortuosity), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.